Manufacturer narrative:
The device was returned for product analysis. This investigation will be updated upon completion of product testing.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged the day after it was first implanted. The patient underwent a successful surgical reposition to resolve the issue and was discharged. However a few days later, the lead was found dislodged again. As result, the patient underwent a second intervention wherein the lead was extracted and a replaced with an alternate.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged the day after it was first implanted. The patient underwent a successful surgical reposition to resolve the issue and was discharged. However a few days later, the lead was found dislodged again. As result, the patient underwent a second intervention wherein the lead was extracted and a replaced with an alternate.